Event description:
It was reported that the recharger experienced a cord fraying due to normal use, and the desktop charger had a pin breaking at the point where it attaches into the recharger. No diagnostics or troubleshooting steps were performed, and no interventions or actions were taken to resolve the issues. The issues were resolved at the time of the report, and the products were replaced by medtronic. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.